Event description:
The customer reported via phone call that they had received the button error alarm on the insulin pump twice. The customer explained that they were on the beach at the time of the first instance of the alarm. The customer explained that they placed the insulin pump in their bra, but the insulin pump was in their shorts during the first occurrence. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instruction. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 800 mg/dl. The customer experienced nausea, tiredness, body aches and difficulty breathing as symptoms of her high blood glucose. The customer was treated with fluids and insulin.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners noted during a visual inspection. No button error alarms were noted. However, there was no button response due to corroded keypad traces. Was unable to perform the prime/force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to the keypad anomaly.